Event description:
Housekeeping personnel has reported numerous occurences of the sharps container lids breaking at the third click, when closing, exposing sharp instruments to healthcare providers and housekeeping personnel.